Manufacturer narrative:
Additional information received from the initial reporter on (B)(6) 2017 and includes: the revision surgery was performed successfully as planned on (B)(6) 2017. Batch reviews performed on 06 february 2017. Lot 136015: (B)(4) items manufactured and released on 28 march 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup cc trio acetabular shell no-hole ø 46, code 01.26.45.1146, lot. 135383 (k122911) (B)(4) items manufactured and released on 22 january 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup flat pe hc liner ø 28 / c, code 01.26.2839hct, lot. 134662 (k103352) (B)(4) items manufactured and released on 06 december 2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 23 january 2017 the manufacturer of the ceramic component involved in this complaint (not marketed in us) provided a document review with the following outcomes: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect or non-conformities regarding sterilization.

Event description:
Hip pain 2 years after first surgery. At the beginning the surgeon thought it was a problem of stem loosening but the implants were very well integrated. He thought about a suspicion of infection so the surgeon decided to change everything. A revision was planned. X-rays and explants are not available.